Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 8, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10,11, 3331, 3259, 4210, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code #1: 3259 - improper physical structure. Results code #2: 4210 - leakage/seal. Conclusions code: 4308 - cause traced to component failure. Visual inspection was performed on the returned sample. It was noted that the negative umbrella valve was miss-seated; it was pushed into the center part of the negative and positive housing cavity. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was setup to be manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The valve failed program 1. It was connected in a circular circuit and pressurized with a syringe to 3.5 psi (pounds per square inch) while submerged under water to test the body for ops leaks. A leak was seen from the negative umbrella at 1 psi, and the valve was not able to hold the pressure. The additional tests were unable to be performed. The duckbill valve was tested for opening pressure and it opened within specification with 6 mmhg of negative pressure (the specification is 0-99 mmhg; positive or negative). This confirmed the failure mode as the negative umbrella valve. A retention sample from the same product/lot number combination was obtained and was visually inspected with no anomalies noted. Additionally it was also run through the same tests to determine if the umbrella and duckbills were functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible that the unit was subjected to damage at some point after final release causing the negative umbrella to not be seated properly. As this event occurred during cpb, and not prime, it is possible for the valve to have been hit during use causing the damage to the umbrella valve. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, when the pumping started on the vent line and circulation was performed, the valve did not suction well and blood leakage from the negative pressure release valve was found. The safety valve was then cut off and the tube was connected with a 6-6 straight connector to continue the extracorporeal circulation. No known consequences or impact to patient. The product was changed out procedure was completed successfully.